Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no frozen screen noted during testing. Device received with cracked keypad overlay on select button noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that the screen of insulin pump was froze. The customer¿s blood glucose level was 145 mg/dl. The customer stated that they were able to unfreeze it by pressing buttons. The customer also stated that this was happened about 4 times before. Customer stated that there was crack at center keypad button. The customer stated that the reservoir lip ring was not damaged. Customer was declined troubleshoot for keypad issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.